Manufacturer narrative:
Initial 2 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced absorption issues with infusion set event on 28 feb 2026. The blood glucose level was high and the patient was treated with correction bolus via pump.